Manufacturer narrative:
We have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It was therefore not possible to establish a relationship between the reported event and the device. It has not been possible to establish the root cause of the issue. Probable root cause is a patient reaction to one or more of the materials in the dressing. Users of the IV 3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The user risk assessment for the iv3000 provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. As the event reported did not allege a significant non-transient harm to the patient or user, no further clinical review or risk management review are required. The investigation has been closed . No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was hospitalized for laparoscopic right hemicolectomy. At 18:00 on april 28th, the skin was disinfected with iodine for 15cm outward from the puncture point three times, and then the dressing was applied to fix the catheter. At 9:00 on may 1st, blister and rash came out and the patient complained of pain at rash area. The dressing was then removed. Mupirocin ointment was applied under the guidance of dermatologist. On may 5th, the patient was recovered. Patient was not harmed beyond described event.